Event description:
The patient was undergoing a removal of a fibroid tumor through the vaginal approach, when two separate morcellator blades stopped functioning. The procedure had to be completed without using the morcellator. There was no harm to the patient.